Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 71 mg/dl. The customer reported that where she puts the reservoir half was broken off. Troubleshooting was performed for damage and found that the reservoir was locking in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.